Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6). Office notes. Right lower quadrant abdominal pain for several years. States the pain never goes away completely, but intermittently gets worse. Recently noticed over the past couple weeks that she tried to have a bowel movement and cannot do it unless she pushes on her right lower quadrant. This seems to relieve the right lower quadrant pain for a couple of minutes as long as she is pushing, as soon as she stopped pushing, she gets the pain back. Notes multiple fractures involving her pelvis and ribs from a car accident when she was 8 and does wonder whether this could be playing a role in pain. CT scan appears normal, no evidence for right inguinal hernia. History of hysterectomy, chlamydial infection. Smoking: quit 11 years ago. Exam: weight 150 lbs, do not palpate a hernia. Impression: unexplained right lower quadrant abdominal pain. Before surgery for her kidney mass, undergo colonoscopy. If colonoscopy does not give a cause for her pain, considered for examination right lower quadrant and appendectomy at the time of her surgery, since chronic appendicitis could explain her pain. Not completely certain she does not have a musculoskeletal cause for her pain, and this would need to be investigated if continued to have pain after procedure. [Missing records: records for ¿CT scan showed an umbilical hernia¿ were not provided.] (B)(6) 2014: (B)(6). History and physical. Had seen last spring for cholecystectomy. She did well with that, but also noted was a renal mass and subsequently underwent a resection of her kidney with a partial nephrectomy for an angiomyolipoma. She has done well from that, but has had pain associated with her incision and at her umbilicus. CT scan showed an umbilical hernia. Patient states is painful for her to do a sit up. She also has pain associated with her right lower quadrant. This has been present for several years. She states it may be secondary to a car accident she had several years ago in which her hip was pinned but she was lift with a ½ to ¾ inch leg length discrepancy. She has worn a lift in her shoe and wonders if this may have altered it. Exam: abdomen is obese, mild diastases recti. Umbilical hernia adjacent to her left pararectus incision. Impression/plan: finding of the diastases recti with the rectus muscle are separated, but not herniated. Also shown her the umbilical hernia, recommended consider repair of this. With having problems in right lower quadrant, I would recommend that we proceed with a laparoscopic examination. We would evaluate whether she has another hernia on her incision and also look in her right lower quadrant. If these are unremarkable, we would repair her umbilical hernia. If at all possible, she wishes to have repair done without mesh. I think this is quite reasonable if it is only the umbilical hernia. On the other hand, if it would involve having to repair a ventral hernia, she would then need mesh for this. (B)(6) 2014: (B)(6). Discharge summary. Discharge diagnosis: open repair of incisional umbilical hernia. History of urinary incontinence, thyroid cancer. Endometriosis. Summary: pain associated with incision at her umbilicus. CT scan performed showed an umbilical hernia. Due to symptoms she was offered repair. Admitted for laparoscopic exam and repair of ventral/umbilical hernia with dualmesh and component fascial release. Ileus has resolved. Currently passing flatus and small amount of stool. Tolerating general diet. She is wearing abdominal binder, both drains have been removed. Exam: incision is clean, dry, and intact. Abdominal binder in place. Patient will be discharged home. Follow u 10-14 days, avoid lifting more than 15-20 lbs. (B)(6) 2014: (B)(6). Office notes. Complaints along her incision following very large ventral hernia repair. She has pain in several areas of her abdomen. On examination still feel a healing ridge. Cannot feel a distinct herniation. Wound healed well but she has an ulceration present on the left side that is less than 1.0 cm in size but scabbed over. Cannot see evidence of infection down below this. Ordered CT scan to see if she has any evidence of recurrent hernia or residual hernia. (B)(6) 2015: (B)(6). Office notes. Following large ventral hernia repair with mesh and component release. Had some swelling and problems in december and underwent a CT scan, which showed evidence of a seroma. No evidence of recurrence at that time. Continues to have discomfort from this. Has had urinary tract infections and questions whether this is related to it. On examination she has a palpable mass over her incision. Recommended an ultrasound and consider drainage of this. She is understanding of this including the risk of having infection from the aspiration but with her discomfort I think it is warranted with this being six months postop that we proceed with this. [Missing records: records for ¿CT scan showing evidence of a seroma¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) medical center-neenah. (B)(6), md. Operative report. Procedure(s): laparoscopic total hysterectomy salpingectomies with removal of remaining left tube; laparoscopic treatment of endometriosis with laser; laparoscopic enterolysis with laser; suspension sling urethra with tot [trans-obturator tape]; cystoscopy with placement lighted stents by dr. (B)(6) of urology. Assistant: angela gocker, st. Pre-op diagnosis: menorrhagia, leiomyoma uteri, abdominal adhesions, mixed stress and urinary incontinence. Post-op diagnosis: same, and stage one endometriosis of left ovarian fossa. Anesthesia: general. Anesthesiologist: (B)(6) md. (B)(6), crna. Indication for procedure: profuse menorrhagia and pelvic pain, disruptive urinary incontinence. Ebl [estimated blood loss]: 10 cc. Uo [urine output]: clear. Fluids: lr [lactated ringer¿s]. Drains: foley urinary catheter. Complications: none. Preoperative antibiotics: yes, ancef 2 gm. Findings: omental adhesions and two direct small bowl adhesions to hernia mesh, 240 gm fibroid uterus and left hydrosalpinx. Left ovarian fossa endometriosis. Procedure in detail: ¿the patient is taken to the operating room where she was placed in the dorsal supine position with her legs in the yellofin stirrups. She was prepped and draped in the usual fashion and exam under anesthesia revealed the above-noted findings. The patient has then the colpotomizer connected to the uterine manipulator to manipulate the vaginal fornices and uterus. The patient has a 10 mm incision made at the left upper quadrant after gastric contents are emptied by anesthesia, and while tenting up with towel clips on anterior abdominal wall, the translucent port is employed to introduce laparoscope in the abdominal cavity without difficulty. She then has, under direct visualization with transillumination without complication, 5-mm ports placed through 5-mm incisions in the right and left lower quadrant with transillumination, direct visualization, and without complication. Co2 laser with a 60 watt focus beam is used to take down two sites of jejunum and ileum adhesions that are to the anterior abdominal wall mesh hernia repair. Great care take [sic] to leave a thin slice of mesh on the bowel wall and the bowel wall is completely intact at both sites afterwords [sic] and hemostatic. Omental adhesions to the mesh of 2x7 cm in the mid abdomen taken down hemostatically with ligasure device. The patient has steep trendelenburg positioning achieved. The round ligament about 3 cm from the uterus on the left side is thoroughly desiccated while tenting the uterus to the contralateral side. The fallopian tube is tented up and the mesosalpinx between the fallopian tube and the ovary is thoroughly desiccated without compromising the blood supply of the infundibulopelvic ligament to the ovary. The uteroovarian ligament is then desiccated. Broad ligament is developed posteriorly and anteriorly in that sequence. This is after ureter has been noted to be peristalsing posterior and lateral to the operative site. With a significant manipulation from below, the uterus is tented up to the contralateral side to distance the operative field from the ureter very well. The patient then has the bladder flap developed down to the pubocervical fascia sharply and hemostatically. She then has the completion of the bladder flap bluntly to about 2 cm below the top of the colpotomizer. The patient then has the vessels thus thoroughly skeletonized and they are thoroughly desiccated for about 2 cm on top of the colpotomizer, and they are transected hemostatically. The uterus is tented to the left side and similar structures on the right side are identified and desiccated and then transected. The tube and ovary are already absent on the right side. The blood supply has thus been completely controlled to the uterus and entry is made above the insertion of the uterosacral ligaments. With laser, the incision is made at the vaginal fornices laterally then and then anteriorly and the uterus is detached from its anatomic connections. The manipulator, colpotomizer and uterine specimen with attached left fallopian tube hydrosalpinx are all then removed through the vagina and the patient has vaginal cuff reapproximated first with angle sutures of 0 pds endoknot suture on a straight needle and the two more figure-of-eight sutures in the midline, incorporating the pubocervical fascia and the vaginal epithelium for excellent approximation and hemostasis. The patient has the glove with two wet sponges removed from the vagina which had been placed to maintain pneumoperitoneum for closure of the vaginal cuff, and the closure is noted to be airtight. Then the left ovarian adhesions are dissected sharply with laser from the left ovarian fossa the [sic] peritoneum overlying the ureter with lighted stent within. Chocolate fluid of endometriosis elicits at the site. The site is tented up 2 cm from the ureters and removed in two pieces with ligasure [sic] bipolar cautery device as the area is vascular. Under low pneumoperitoneum, all operative sites are completely hemostatic and the patient then has the gas milked out of the abdomen as well as possible, and all ports are removed. The subcutaneous and subcuticular stitch of 4-0 monocryl is placed at all operative sites, and 10 ml total of subcutaneous marcaine is injected to minimize postoperative discomfort. The patient then has tot sling procedure undertaken with obtryx; 0.5% marcaine is injected in the midline over the length of the urethra while tenting up with allis clamps. Indwelling foley catheter with 60 ml of methylene blue dye is in the bladder the entire time the sling procedure is being performed, confirming integrity of the bladder at the end of the procedure and throughout the procedure. The patient has then incision made vertically over the length of the urethra. A split-thickness dissection is undertaken through the pubocervical fascia laterally on either side at about a 45-degree angle to behind the inferior pubic rami bilaterally. This is accomplished sharply with metzenbaum scissors and then bluntly with the operator¿s gloved digit. The posterior aspect of the obturator membrane and muscle are palpable in the anteromedial corner of the obturator foramen. A puncture incision is made with a #11 scalpel in the groin then over that site at the skin, and then the curved obtryx passer is passed through the skin and brought out through the vaginal incision. One side of the obtryx is loaded and brought through the obturator muscle on that left side. The same is done on the right side. The plastic sheaths are removed atraumatically from the sling and found to be intact, and then the sling is tightened on top of the operator¿s digit to be touching and minimally impinging on the mid urethra. It is flat. There is good hemostasis after gelfoam is applied bilaterally, 2 pieces on the right, 1 on the left, and pressure has been applied for bleeding sinus, particularly on the right side. The patient has tolerated the procedure very well, and the vaginal epithelium is reapproximated in running locked fashion with 4-0 monocryl suture on a cutting needle. The patient is taken to recovery room in stable condition with sponge, lap and needle counts correct x 2 with foley catheter having been removed and another 60 ml of methylene blue dye placed in the bladder to confirm integrity of the bladder and to have the patient void more quickly so she may be discharged home.¿ on (B)(6) 2017: (B)(6) medical center- neenah. (B)(6), md. Discharge summary. Scant vaginal bleeding. 2 abdominal port incisions clean, dry, intact. Steri-strips in place. Made aware of signs and symptoms to watch for regarding surgical site infection. Pelvic rest advised. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6), md. Operative report. Preop diagnosis: umbilical hernia. Postop diagnosis: incisional ventral hernia. Procedure performed: laparoscopic examination, open repair of incisional hernia with underlay dualmesh patch, component release of fascia. Procedure: ¿after induction of general anesthesia, the patient was prepped and draped in standard fashion. The previous incision in the right upper quadrant was reincised and a veress needle inserted. After a drop test was performed, the abdomen was distended with carbon dioxide and began to insufflate nicely. However, anesthesia at this point noticed that the oxygen saturation was dropping and end-tidal co2 was down to 17. Insufflation was stopped to try to evacuate the carbon dioxide from the veress needle. However, it would not completely evacuate. The patient was improving. I felt it most prudent to open at the umbilicus and the previous incision was reentered and an incision made in the peritoneum, allowing all of the gas to escape. At this point the hasson needle had been removed. A trocar was inserted under direct vision and the abdomen again distended with carbon dioxide. Inspection showed there to be a small hole in the liver capsule. It was not bleeding. The remainder of the area appeared unremarkable. I suspect that the patient had a small portion of carbon dioxide embolus in this, accounting for the problems. She remained stable throughout the case. Two other ports were placed in the lower quadrants. There was a large ventral hernia present on the previous midline. This was approximately 12 cm in greatest diameter horizontally and 15 longitudinally. I felt that we could repair this laparoscopically, however muscles appeared fairly lax and I was concerned that repairing it laparoscopically, she would still have a large bulge in this area. I felt the better procedure then was to do this open with a patch as an underlay, do a component release of the fascia with the primary closure of the muscles over it. The incision was then reopened and dissection carried back to the fascia, where it was incised laterally in the oblique. This allowed the muscle to come together where it would close primarily. The gore-tex sheet was then sutured circumferentially with interrupted 0 ethibond mattress sutures, placing it as an underlay under the fascia. The excess peritoneum of the sac was then excised and the fascia closed with mattress sutures of 0 ethibond. Two 10 flat jackson-pratt drains were placed in the wound and brought out the previous trocar sites. There were sutured to the skin. The subcutaneous tissue closed with 3-0 vicryl and the skin with 4-0 vicryl in a subcuticular fashion. Sterile dressings were applied and the patient left in satisfactory condition and was returned to the recovery room in stable condition.¿ on (B)(6) 2014 [assigned]: [ni]. Implant record. Msh dual 1dlmc04 ¿ log473540. Implant msh dual 1dlmc04. Lot no: 12687883. The records confirm a gore® dualmesh® biomaterial (1dlmc04/12687883) was implanted during the procedure. Records between 9/25/2014 and 12/19/2018 were not provided. On (B)(6) 2018: (B)(6), md. Operative report. Preop dx: ventral hernia. Postop dx: multiple ventral incisional hernias. Procedure: laparoscopic ventral hernia repair with mesh, removal of chest skin lesion. Anesthesia: general anesthesia. Infection status: ¿patient is free from infection at the surgical site. Ebl: 30ml. Specimen: right upper chest skin lesion. Complications: none. Indications: she is a 48-year-old female who presents with a symptomatic ventral incisional hernia. She also has a skin lesion on the right upper chest. She presents for repair of her hernia and removal of the skin lesion. The risks and benefits were discussed. She consented and agreed to proceed. Description of the operation: she was taken to the operating room, placed in the supine position with both arms tucked. A foley catheter was placed. Scds were placed on the patients. General anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. Preoperative antibiotics were given. A time-out confirming the patient and the procedure was performed. A 10 mm incision was made in the left upper quadrant. This was carried down through subcutaneous tissues down to the fascia. The fascia was then incised. The underlying rectus muscle was then separated and the posterior sheath was elevated. This was also incised using a metzenbaum scissors. I then gain access into the abdomen. A 10 mm hassan port was then placed in this position. The abdomen was insufflated with carbon dioxide. There was no injury upon entry. Two 5 mm working ports were then placed in the anterior abdominal wall. There were some omental adhesions to these hernias. These were taken down using a combination of sharp and electrocautery dissection. The ligasure device was used to coagulate vessels from the omentum that were adhesed. The omentum that were in these hernia defects were easily reduced. She was noted to have 3 ventral hernias. Another 5 mm working port was placed in the right mid abdomen. The most superior 1 which she was symptomatic from measured about 5 cm in diameter, she had 2 other smaller ones inferior to this, 1 that was 2 cm, the other that was 1.6 cm. The most inferior hernia defect was at the edge of her prior lower ventral hernia repair with component separation which looked to be intact. The hernia defects and total spanned 10 cm x 8 cm. The subsequent defects were all closed using trans fascial 0 prolene sutures that were placed using a suture passer in a figure-of-eight fashion. All the defects were closed primarily in this fashion. I then used a 15 cm x 20 cm ventralex echo mesh to cover the defects. Sutures of 0 pds were placed in the cardinal positions of the mesh prior to placing the mesh in the abdomen. The positioning suture was grasped using a suture passer and was brought out through the middle of the area of interest. The mesh looked to nicely cover all the areas [sic] the defect. The sutures that were placed at the cardinal positions were grasped using a suture passer and were brought out through the abdominal wall and tied down to help secure the mesh. The bottom left corner of the mesh did overlap with the prior hernia repair. An outer row of tacks were placed about 1 cm apart to hold the mesh in place. The positioning balloon was then separated from the mesh and was removed through the left upper quadrant port. Tacks were then placed in the middle of the mesh to secure the mesh against the anterior abdominal wall. The mesh looked to sit nicely. There was no bleeding. The 5 mm ports were all removed under direct vision. There was no bleeding. Of [sic] the abdomen was desufflated. The 10 mm hassan port was removed. The anterior fascia for the left upper quadrant port was closed using figure-of-eight 0 vicryl suture. This was irrigated with sterile saline. The effluent was clear. All the laparoscopic port sites were close using subcuticular 4-0 vicryl suture. Dermabond was applied to all the incisions and trans fascial suture sites. My attention was then turned to her skin lesion on her right upper chest. This area was prepped and draped in usual sterile fashion. Local was infiltrated. An elliptical incision was made. The lesion measured about 6 mm in diameter. The incision was carried down through the skin to the subcutaneous tissue and the skin lesion was excised completely. Bleeding was controlled using electrocautery. The incision was closed using a single deep dermal 3-0 vicryl suture. The skin was closed using a subcuticular 4-0 vicryl suture. Sterile dressings were then applied. All instrument and sponge counts were correct at the end of the procedure. The foley catheter was removed before extubation. She tolerated the procedure well, there were no complications. She was taken to recovery in stable condition.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral and incisional hernia repair on (B)(6) 2014, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.